Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.